Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation and further investigation was not conclusive. A potential root cause for this event could be, "inappropriate package design". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Fill with water and attach to sheath. 2. Flow water in and out of bladder creating a whirling action of water in the trap. 3. Trap tissue pieces in bottom portion of hourglass-shaped trap. This ellik evacuator is for evacuating tissue segments during transurethral prostatic resection. The metal connection will fit the stern-mccarthy resectoscope." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer ordered 4 ellik bladder evacuator, 1 arrived damaged, box was not damaged. The product inside of box itself was damaged. Also stated that there were 2 tubes poking out a big one and little one. They noticed it was broken out at the end of tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer ordered 4 ellik bladder evacuator, 1 arrived damaged, box was not damaged. The product inside of box itself was damaged. Also stated that there were 2 tubes poking out a big one and little one. They noticed it was broken out at the end of tube.